Event description:
This case was received from (B)(4). It was reported that the patient received a durom acetabular component 52/46 code l, in (B)(6) 2006. In (B)(6) 2013, due to unknown reasons, the patient underwent revision surgery.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause of the revision surgery was not reported but the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Based an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in (B)(4) 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).